Manufacturer narrative:
Investigation is pending at the time of submitting initial 30 day medwatch. A follow up report will be submitted when investigation is complete. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
The user facility reports one event in which the needle tubing separated from the needle hub while being removed from patient at termination of hemodialysis therapy. This was followed by a reported accidental needlestick event. The involved hcp had the puncture site cleaned and blood samples drawn. Medication was administered prophylactically. The complaint sample was returned to this manufacturer for evaluation.